Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient experienced "mechanical complications". The iol was exchanged for a different lens two (2) months after initial implantation. Additional information has been requested.